Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of hypoglycemia after waking, with an intervening hyperglycemic reading up to 300 mg/dl, and suspected a device malfunction though no device malfunction alerts were indicated by the ilet. Symptoms included low blood glucose. Outcomes included troubleshooting and education on appropriate treatment for hypoglycemia. Investigation included review of device data synchronization and counseling on hypoglycemia treatment and user behavior related to overtreatment. Investigation of this case revealed no device malfunction alerts and suggested that overtreatment of the initial low followed by corrective insulin dosing contributed to the recurrent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.